Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned device confirms that the device is fractured. The device also exhibits repeated signs of use (nicks and gouges). The sem report analysis determined that the fracture in the impactor pad is consistent with overload fracture analyzed in a zrm. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during an initial total knee arthroplasty. The procedure was completed with another device. It was noted that there was no harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.